Event description:
It is reported that during cement injection, the end of the cartridge jointed to the cement injector fractured.

Manufacturer narrative:
This report will be amended when our investigation is complete.